Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated there was no patient impact. The following information was provided by the initial reporter: "upsurge in positive vials".

Manufacturer narrative:
H.6. Investigation: customer complained of witnessing an increase in false positives with their bactec fx 441385 sn: (B)(6). Bd remote support reviewed log files and found that the machine was working within specification, and that the ambient temperature of the lab was low. However, this is a confirmed failure, as there is CAPA#1233452 that has been implemented to strengthen the fx software to distinguish outside interference (such as temperature changes) from true positive results. This software update occurs during scheduled preventative maintenance if no issues are witnessed. Bd field service engineer updated the customers fx to the latest software in august 2021. Issue is resolved. Root cause is due to outdated software. No sample was returned for analysis and device history review was not required as this did not allege an early life failure. No new risks or hazards were identified. Bd quality will continue to monitor for future failures. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated there was no patient impact. The following information was provided by the initial reporter: "upsurge in positive vials"